Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was being performed on a moderately calcified and mildly tortuous distal left anterior descending artery (lad). A 2.50 x 24mm promus element plus stent was deployed successfully. After performing post dilatation, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 2.75 x 38 promus element plus stent was deployed proximal to the first stent, overlapping it, and covered the edge dissection. The procedure was successfully completed and the patient was reported to be stable.